Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s display window was intact but the screen beneath was broken and unreadable, preventing code entry and device interaction, and the patient transitioned to multiple daily injections while continuing cgm via app or receiver. Symptoms included no adverse clinical effects and no abnormal blood glucose events. Outcomes included interruption of automated insulin delivery and the need for a replacement device, with instructions provided to shut down the device, sync data to the mobile app, and return the original unit. Investigation included remote troubleshooting and user education regarding shutdown, data handling, and startup requirements for the replacement. Investigation of this device revealed a damaged display component that rendered the user interface inoperable, consistent with a screen failure of the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was product mechanical damage of the display subsystem with user interface loss of function.